Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90 % stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified vessel. A 3.50mm x 28mm promus element plus stent was inserted to the target lesion, however, resistance was encountered. The physician removed the device and noticed that the distal edge of the stent was lifted. The procedure was completed with different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).